Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and endometritis ('chronic endometritis') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal and uterine bleeding. Concomitant products included alprazolam, hydrocodone bitartrate;paracetamol (vicodin) and promethazine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 4 years 6 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, fatigue and abdominal pain outcome was unknown and the dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received. Lab data added. Concomitant medication and condition added. Events :pain , abnormal bleeding (vaginal, menorrhagia) , infection (bladder/ urinary tract/vaginal) type: uti , bladder or urinary problems or changes , migraines / headaches ,nausea , dental problems , dyspareunia (painful sexual intercourse) , fatigue, abdominal pain, dysmenorrhea were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.